Event description:
Information was received from a patient via a manufacturer's representative (rep). The patient receives gablofen (740.8mcg/day at 20 00mcg/ml) via an implantable infusion pump for unknown indications for use. It was reported that the patient had a pump replacement 2026-mar-31. The patient reported they noticed the reservoir was not as empty as usual for refills. Diagnostics and troubleshooting included examining and aspirating the catheter. A new pump connector was implanted. The issue was resolved at the time of the report. Additional information was received from the manufacturer's representative (rep). It was reported that the pump was explanted for elective replacement indicator (eri) and the malfunction with the connector. It was reported that there was a kink of the connector in the pump pocket. It was reported that the reservoir not being as empty as usual for refills was an indication that drug was not being delivered as programmed. The catheter pump connector was kinked impeding drug delivery. Initially the catheter could not be aspirated fully, but once examined and replaced, the catheter was fully aspirated. The inability to aspirate was due to the kink in the pump connector segment. The devices involved in the event were discarded.

Manufacturer narrative:
Continuation of d10: product ID 8575 lot # n057772 serial # implanted: (B)(6) 2006; explanted: (B)(6) 2026; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8575, serial/lot #: (B)(6), ubd: 24-jan-2008, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.